Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific that a captivator? Cold snare was used to remove a polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was chewing tissue and not cutting through. The procedure was completed with the original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.